Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated the infusion device went into "stop mode" without first providing an error or alert message. No adverse event reported. Return of the suspect device was requested for evaluation.